Event description:
It was reported that while in use on a patient, this ht70 ventilator generated a system error and ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Initial reporter information and patient information cannot be provided due to the restriction by the japan privacy regulation. Medtronic representative reported the complaint on behalf of the customer. Medtronic received the suspect device/component from the customer, but the device has not yet been evaluated to date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated codes to section h6 evaluation code method, result, and conclusion codes h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this ht70 ventilator generated a system error and ventilation stopped. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and replaced the single board computer (sbc) and control printed circuit board assembly (pcba). The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. The control pcba and sbc were received for failure analysis. Visual inspection of the boards found no physical damages. The boards were installed in a test ventilator and the device was powered on, passing the power on self test (post). The device history logs were downloaded and reviewed. The history log showed a system error directly before a exception device alert leading into a device shutdown. The device was then left to ventilator at the customer settings for approximately 24 hours with no errors occurring and ventilation continued during this time. The investigation was unable to replicate the customer's reported system; however the shutdown was verified in the ventilator history logs. The replaced components control pcba and sbc resolved the issue in the field; however, the returned components were analyzed and was testing satisfactorily. With the information available a likely cause could not determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.